Event description:
An individual in e.r. Alleged that an individual was cut on the i.v. Pole socket on a stretcher frame as the socket was missing an i.v. Socket plug.

Manufacturer narrative:
This failure has the possibility of causing serious injury were it to reoccur and therefore is being reported. The account intends to replace missing i.v. Pole socket plugs to resolve the issue.